Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device had a "problem with the screen". Ventec followed-up with the initial reporter to ask if the device's lcd touchscreen was responsive to touches, and they responded with "we were unable to determine that, as the screen was flickering." There were no reports of patient involvement associated with the reported event.